Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a neonate received the results of 268 mg/dl from a fingerstick, 107 mg/dl from the same stick, 68 mg/dl from a heel stick, and 88 mg/dl from the same heel stick on the aviva system compared back to back within 10 minutes. Reporter stated that the neonate received glucose intravenously about 10-30 minutes prior to the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.